Event description:
It was reported by the medical staff that a patient experienced chronic driveline area infections. The patient was admitted to the hospital for another issue, the wound over the pump site which had remained open since incision and drainage (I&d) (B)(6) 2015, with ongoing drainage was cultured. The results showed positive for pseudomonas and acinetobacter. This was the first pseudomonas and acinetobacter positive culture. Blood cultures had never been positive. The patient died on (B)(6) 2015 of a stopped pump. No additional information was reported.

Manufacturer narrative:
Clinical and patient factors including the reported uncontrolled inr readings are factors that may have contributed to the reported high watts. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. The patient had mrsa initially diagnosed in 9/2013 from a chest tube site that tracked down to the driveline exit site. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: to prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is for the death only; thrombus and renal failure was previously reported under MFR 3007042319-2015-00916. Current device location is unknown.